Manufacturer narrative:
(B)(4). Date sent: 3/18/2024 d4: batch # 540c92 additional information please provide more details of the device malfunction. Could you please clarify if was related to closing trigger or red firing trigger lock? Could you please clarify if the trigger was locked out and was difficult to close/open? It was the firing trigger. It was not locked out or difficult to open. Surgeon had to push the firing lever back into position instead of it automatically going back into neutral position." Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle, a gst60b reload loaded, and jaws in the closed position. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. While the device was being tested for functionality it was found that the firing trigger is not correctly biased and allows for automatic activation of the firing sequence when the firing trigger lock is disengaged. The device was disassembled and it was found that the firing trigger spring had become disconnected. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. The issue to the firing trigger spring has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 540c92, and no non-conformances were identified.

Event description:
It was reported that the firing lever would stick/broken and would not come back during a sleeve gastrectomy. They completed case with new device without patient harm by manually pushing firing lever to neutral position.